Event description:
It was reported that "the peel away sheath did not perform as well as usual (crimped). The catheter was positioned appropriately and secured in place". Additional information reported that "the physician was able to complete the procedure with the catheter and the sheath was removed and was completed. The patient is fine and had no harm or injury".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the peel away sheath did not perform as well as usual (crimped). The catheter was positioned appropriately and secured in place". Additional information reported that "the physician was able to complete the procedure with the catheter and the sheath was removed and was completed. The patient is fine and had no harm or injury".